Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "fluid build up around their heart", which was causing them pain and they are feeling anxious. The patient believes their right ventricular (rv) lead is not connected properly and that the lead has disconnected from the implantable pulse generator (ipg). The lead and device remains in use. The patient reported that this had happened also with previously implanted right ventricular (rv) lead which was then explanted and replaced with the current rv lead. No further patient complications have been reported as a result of this event.